Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5033003) on 03-feb-2014. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("constant bleeding, vaginal bleeding 25-28 days per month, blood loss") in a 41 year-old female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic cervicitis, coital bleeding, mood swings, low back pain, neck pain, headache, nerve pain, breast tenderness, forgetfulness, dizziness, weight gain, hair loss, parity 2, multi gravida, pelvic pain and abnormal uterine bleeding. The patient had a family history of hypertension, diabetes and breast cancer. On (B)(6) 2011, the patient had essure inserted. In 2011, she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), muscle spasms ("bad cramping"), cyst ("cysts"), pain ("pain walking"), dizziness ("dizziness, light headedness"), headache ("headaches") and back pain ("back pain"). Essure was removed on (B)(6) 2013. An unknown time later she experienced polycystic ovarian syndrome ("pcos") and was found to have weight increased ("weight gain"). The patient was treated with iron as well as surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain and polycystic ovarian syndrome had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain or polycystic ovarian syndrome. The reporter commented: implant state: (B)(6). Removal state: (B)(6). The device was then deployed and 4 coils were seen, the same was done on the right as on the left and 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): scout radiograph of the pelvic region demonstrates two linear metallic densities in the presumed course of the fallopian tubes. Thera is no evidence of contrast extending alongside or pass the metalic inserts. There ls no free intraabdominal spillage of contrast. The patient tolerated the procedure well. Impression: satisfactory placement of the microlnsert, category 2. Bilateral tubal occlusion, category 1. [Pathology test] on (B)(6) 2013: the left violaceous fallopian tube measures 4 cm in length by 4 mm in diameter and on sectioning is unremarkable. The right violaceous fallopian tube measures 4 om in length by 5 mmm in diameter and on sectioning is unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: reporters information, race information, patient medical history and surgical pathology reports were added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5033003) on 03-feb-2014. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("constant bleeding, vaginal bleeding 25-28 days per month, blood loss") in a 41 year-old female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), muscle spasms ("bad cramping"), cyst ("cysts"), pain ("pain walking"), dizziness ("dizziness, light headedness"), headache ("headaches") and back pain ("back pain"). An unknown time later she experienced polycystic ovaries ("pcos") and was found to have weight increased ("weight gain"). The patient was treated with iron as well as surgery to remove essure on (B)(6) 2013). At the time of the report, the muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain and polycystic ovaries had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain or polycystic ovaries. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter added. Reporter's information updated. Patient date of birth added. Start date of suspect drug updated and stop date added. Imdrf codes added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5033003) on 03-feb-2014. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("constant bleeding, vaginal bleeding 25-28 days per month, blood loss") in a 41 year-old female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), muscle spasms ("bad cramping"), cyst ("cysts"), pain ("pain walking"), dizziness ("dizziness, light headedness"), headache ("headaches") and back pain ("back pain"). Essure was removed on (B)(6) 2013. An unknown time later she experienced polycystic ovaries ("pcos") and was found to have weight increased ("weight gain"). The patient was treated with iron as well as surgery (medical device removal on (B)(6) 2013- hysterectomy with bilateral salpingectomy). At the time of the report, the muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain and polycystic ovaries had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain or polycystic ovaries. The reporter commented: implant state: ca. Removal state: ca. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: surgery type updated, annex f1907 added, narrative updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5033003) on 03-feb-2014. The most recent information was received on 10-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("constant bleeding, vaginal bleeding 25-28 days per month, blood loss") in a 41 year-old female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2011 she experienced heavy menstrual bleeding (seriousness criteria disability and intervention required), muscle spasms ("bad cramping"), cyst ("cysts"), pain ("pain walking"), dizziness ("dizziness, light headedness"), headache ("headaches") and back pain ("back pain"). Essure was removed on (B)(6) 2013. An unknown time later she experienced polycystic ovaries ("pcos") and was found to have weight increased ("weight gain"). The patient was treated with iron as well as surgery (medical device removal on (B)(6) 2013). At the time of the report, the muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain and polycystic ovaries had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, muscle spasms, cyst, pain, weight increased, dizziness, headache, back pain or polycystic ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.